Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received stuck button alarm. Customer was unsure that button was pressed fro 3 minutes or longer or not. Customer also confirmed that the pump was not exposed to change in altitude. No harm requiring medical intervention was reported. Customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged stuck button alarm found on (B)(6) 2022. The device was received with unresponsive keypad. The device was monitored, and no stuck button alarm noted. Unable to perform the self test, displacement test and keypad voltage test due to unresponsive keypad. Unable to download history files and traces using thus due to unresponsive keypad. The keypad overlay was peeled off and found a corroded keypad traces. The device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board, force sensor, motor and vibrator assembly noted. A test case was used and the original electrical board, internal battery and motor were installed. Powered the device on using the aa 1.5v battery. The device was able to navigate the menu and continued self test and download of history files and traces using thus. The device passed the self test. No unresponsive keypad/keypad anomaly noted when using the test case. Successfully downloaded history files and traces using thus. There was no device error 61 (stuck key alarm) recorded in the formatted history file for the event date. Unresponsive keypad was confirmed due to a corroded keypad traces. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a missing display window/cover, a stained keypad overlay, a keypad overlay texture damage, a scratched case and a keypad overlay peeling. A cracked retainer¿and a cracked reservoir tube lip were confirmed. Unable to download history files and traces using thus due to unresponsive keypad. Unresponsive keypad was confirmed due to a corroded keypad traces. A test case was used, continued self test and download of history files and traces using thus. Device error 61 (stuck key alarm) was not confirmed according in the formatted history file and no unresponsive keypad noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.